Manufacturer narrative:
Concomitant medical products: product ID:977a275, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID:977a275, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 29-aug-2020, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(4), ubd: 10-feb-2021, UDI #: (B)(4).

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and spinal pain indications. It was reported that caller states sometime in 2020 the pt had a lead revision where lead was moved down to try to get foot coverage. On 2022-04-28 (rep): no new information.